Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels due to the infusion set being dislodged from the insertion site. It was stated that the customer felt ill and was lethargic. Nothing further was reported.